Event description:
It was reported that during an infusion (medication, delivery rate, programmed delivery parameters unknown) on (B)(6) 2013 in the nicu, a device alarmed system error 322. There was no pt injury reported.

Manufacturer narrative:
Manufacturer's ref no: (B)(4). The device was received and evaluated by baxter. The unit was tested for 24 hours with no occurrence of ec 322. Evaluation was unable to determine the cause. However, a review of the history log confirms the ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.